Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer contacted technical support (ts) stating that the unit had error codes. The unit was in use on a patient at the time the reported problem. There was no patient harm reported. The biomedical technician evaluated the unit confirming the product event. The biomedical technician replaced the rp-cable, da to mc pcba, 2nd gen,v60. The ventilator passed all testing and operated within the manufacturing specifications.